Event description:
Pt fell injuried - fall required surgical intervention as well - ruptured quadriceps muscle that required muscle repair and pt. Further information received on 09.12.2025: as otto bock is already aware, the patient fell as a direct result of the knee's malfunction and the result was a serious injury (i.e. An injury that required surgical intervention). As otto bock is also aware, the patient had multiple quadriceps repair procedures (2) as a direct result of the failure of the x3 device that is currently being "held" by germany. Specifically: starting in (B)(6), 2025, the microprocessor knee would "stick" randomly (not release into swing) patient called it "going into a "trip cycle". The patient would attempt to walk with the knee "stiff" and after 1 or 2 repetitions it would "go back to normal" patient reported that he noticed it seemed to happen more after using a "precor" exercise machine or his exercise bike. He theorized maybe the knee was "overheating". On (B)(6), the knee performed the same failure without warning and the patient tripped and fell on concrete as a result. This was the first time the patient reports having fallen in 9 years. Patient's sound side knee hit the pavement and caused a complete quadraceps rupture. Surgery for repair was 3 weeks later. Post op, patient locked knee and walked with brace and crutches. Patient walked with a brace and cane / crutches according to physician instructions. The patient began walking in his brace and "unlocking the knee. On september 7, the knee stopped working again without warning, and the patient fell a second time, causing the same injury again (this time, he had a brace on). After this, patient reports the knee seemed to "stop working completely". After this, when the patient could come in, he returned to scp to obtain a loaner x3 which we received from otto bock on (B)(6). After this, is when the knee was returned to otto bock.

Event description:
Pt fell injured. Fall required surgical intervention as well - ruptured quadriceps muscle that required muscle repair and pt.